Event description:
According to the surgeon, after the surgeon fired several times, the staples were stuck. There still are 11 staples showing on the monitor, but the instrument cannot fire. The device and clip were caught on tissue. This resulted in damage to pt tissue. There was no additional blood loss. Surgical intervention unk.

Manufacturer narrative:
(B)(4).